Event description:
It was reported that when using the pyxis medstation es system, it had a tower and fridge failure, unable to open. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pyxibus cable had come loose from the connection. The field service engineer powered the station off, reseated and tightened the connection to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.